Event description:
It was reported that the device setscrew had not been fully secured/tightened upon initial implant and was now loose. The physician reset the lead in the header and successfully tightened the setscrew. The device remains in use. No patient complications have beenreported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.